Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, the device was received with the capsule fully open without the stylet in place and the handle components detached from the dcs. The two tabs were still attached to the male deployment knob. From close observation, one of the tabs appeared to have a hairline fracture at the point where the tab protrudes from the deployment knob, the other tab was hinging downwards. The tip-retrieval mechanism appeared intact. There were two kinks observed on the inner member shaft at the proximal end near the spindle hub. A void was observed over the nitinol reinforcing frame along the proximal end of the capsule. The spindle hub appeared intact with no evidence of damage. The device was returned with the end cap/screw gear snap fit connected. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Recapturing is a feature of the device to allow for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Positioning difficulties do not indicate a device malfunction or a failure to meet manufacturing specifications; the cause could not be determined. During recapture the actuator ("the rotating knob") separated. The dcs was returned for analysis which confirmed the actuator separation. The tabs of the actuator component were damaged with kinks observed on the inner member shaft. The description of the event does not indicate the kinks occurred during the reported issue. Inner member shaft kinks have historically been seen on devices returned without the stylet in place during transport back for analysis, as was observed in this case. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured due to a low implant depth. At 2/3 recapture, the rotating knob detached. The valve was able to be deployed without the knob. No adverse patient effects were reported.